Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a non-recoverable error #252. Tse reviewed system logs and confirmed the error. The surgeon informed the surgeon side console (ssc) touchpad image started freezing and glitching and then the robot just shut off and now had non-recoverable error #252 (these issues appeared to be related). Customer elected to convert to another dv and no troubleshooting was performed during the call. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed before identifying the issue, which was resolved after converting to another da vinci system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. The test drive was completed with no issue. The fse cleaned lint out of fan opening on usm1 to clear 1119 error on usm1. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on sales representative troubleshooting, the system issue was due to a faulty cable for the 3rd party bk ultrasound machine.

Event description:
Refer to h11 for follow-up information.